Event description:
On (B)(6) 2023, I suspected I had paradoxical adipose hyperplasia arising from multiple coolsculpting treatments from 2018-2021 and went to the (B)(6) for imaging and their opinion (they weren't certain because I didn't have the classic "butter dish" presentation). I then went to a plastic surgeon on (B)(6) 2023 to confirm the diagnosis, and he could detect extensive scarring. Multiple coolsculpting applicators were used, and I now realize that I continued to get treatments even after I had the side effect because operators are not adequately trained to recognize the problem.